Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was treated for low blood glucose. The customer had lost consciousness with a blood glucose reading 29 mg/dl. She was found by a roommate who called the paramedics. The customer was wearing the insulin pump at the time of the event. She was treated with intravenous glucose by emergency medical services. The drive support cap appeared normal. The reservoir showed the same amount of insulin as shown on the status screen. The customer was advised to monitor the insulin pump and to call a health care professional regarding possible causes of low blood glucose. The insulin pump was not replaced or returned for analysis.